Event description:
It was reported the patient had not charged her ipg in approximately 12 months. It was also reported the patient's ipg was inoperable. Subsequently, the patient underwent surgical intervention on (B)(6) 2014, where the ipg was explanted and replaced, which resolved the reported issue.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.